Event description:
The customer reported that while the unit was in used on a patient, they were unable to establish an electrocardiogram or pressure waveform on the unit's display. The unit's power was recycled, but the display was blank, and the unit had a constant alarm tone. The patient was switched to another unit and therapy was continued. No patient injury was reported.